Event description:
It has been reported that the bd bactec¿ mgit¿ 960 supplement kit has been found containing foreign matter. The following has been provided by the initial reporter: fm in product lot 1154509 provided, unk lot of kit.

Manufacturer narrative:
Investigation summary: complaint investigation. Mgit 960 supplement kit batch 1161185 is composed of mgit panta batch 1161149 and mgit 960 growth supplement batch 1154509. The batch history record review for mgit 960 supplement kit batch 1161185 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record review for growth supplement batch 1154509 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. Samples are incubated at 25 degrees c and at 35 degrees c for 14 days. All bioburden testing performed on this batch was satisfactory per our internal procedures. The release testing also includes media appearance. No foreign objects were observed in qc samples at the time of release. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Retention samples from growth supplement batch 1154509 (6 vials) were available for inspection. No foreign material or microbial growth was observed in 6/6 retention vials. For investigation of the complaint, retention vials were incubated at 20 to 25 degrees c (1 vial) and 33 to 37 degrees c (1 vial). No microbial growth was observed at 7 days incubation in 2/2 retention vials. One photo was received for investigation. The photo shows a growth supplement vial held up to show what could be fungal growth in the media. No batch information is visible in the photo. One vial from batch 1154509 was returned for investigation. The crimp cap was removed from the vial and there was parafilm around the stopper. From the fill volume, it does not appear as if any media was taken from the vial. Fungal growth was observed in the media. The returned vial was submitted to the ID lab and madurella species was identified. This complaint can be confirmed for contamination. This product does not have a sterile claim. Review of the manufacturing records, including environmental monitoring of the manufacturing records, did not indicate a cause for contamination. Additionally, the low defect rate for the batch in question does not indicate further actions per bd procedures. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 3 per baltrmlmbactecmgitaph, rev 02, ID 3.0.